Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Biomet (B)(4) reported "a few recent instances of bits bending".

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For these reasons, the complaint cannot be verified and the most likely underlying cause cannot be determined. The instructions for use (IFU) for this product has the following information in the section titled warnings and precautions: twist drills must be used only for the device systems for which they are designed. Use of twist drills with other device systems can involve unknown risks for the implant and twist drill, thereby potentially endangering the patient, user, or third party. When using twist drills, appropriate cooling is necessary to minimize thermal damage to bone tissue. This should be combined with low speed drilling to prevent the risk of bone demineralization and possible loosening of the bone screw. The manufacturers¿ instructions for the hand piece must be followed while using the twist drill. The maximum recommended speed is 40,000 rpm in order to avoid failures such as breakage of the twist drill. Insure drill is fully seated in handpiece prior to use. Twist drill should not be revved prior to contact with the bone. Excessive force may cause unusual stress conditions and result in breakage or fracture of the device. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were corrected: device evaluated by manufacturer was corrected from yes to not returned to manufacturer. Labeled for single use was corrected from no information to yes. Usage of device was corrected from yes to unknown

Event description:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
The following sections were updated:

Event description:
This follow-up report is being submitted to relay additional information.